Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had been wearing a cleo infusion set for one and a half days. When he went to eat, his glucose level increased to 400 mg/dl. He noticed a little fluid under the adhesive patch, indicating a leak, however the adhesive patch was still attached. He was unsure whether the cannula had been damaged, since he did not check it. The patient did not experience any symptoms and did not check for ketones and did not require medical assistance. The issue was resolved by changing the cleo infusion set. There was patient involvement with no harm.